Manufacturer narrative:
Carefusion complaint number (B)(4). In the event the device becomes available for evaluation or additional information is received a follow-up report will be submitted. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that while on a patient, the ventilator gave a low o2 alarm. The patient was switched to a different ventilator and there was no harm noted. During testing the vent it would only get about 80% when fio2 was set to 100% (this was after a long period of running at 40% within +/-2% spec). The extended systems test oxygen calibration passed. They tried 2 different oxygen cells, air, o2 and blended gas transducer calibrations passed; air/o2 differential balance test / calibration were done and are within 0.5cm. After this the vent seemed to run in spec (+/-3%). The vent was then run over night at 40% o2. When tested in the morning it was running in spec but when they tried to change to 100% they are only getting 90%. When set to 80 % - getting 76%. When set to 40% - getting 35%. When set to 21% - getting 26%. These were confirmed with an external analyzer.